Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed their infusion set to address the occlusion alarms, but the alarms continued. Customer reverted to manual injection for insulin therapy. Customer reported blood glucose level ranged from 200-350 mg/dl.